Manufacturer narrative:
Additional information added to d10, h3, h6 and h10. H10: one (1) actual sample was received for evaluation. The data matrix code information on the devices was verified and confirmed that the two samples were part of a voluntary recall; therefore, further sample evaluation is not required. Ruptured fibers may lead to a blood leak during treatment. Baxter has determined the issue is isolated to one production line at the manufacturing facility and corrective actions have been implemented to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during patient treatment with two units of revaclear 300, an internal blood leakage was observed. A blood leak detection alarm was generated by the machine. Blood was visually observed in the dialysis fluid lines. The extracorporeal blood volume was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.